Manufacturer narrative:
Date of event: the exact event date is unknown. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device was no longer working, it would not inflate. All components were removed and replaced with a new ipp. Upon removal, it was observed that one cylinder was ruptured. The patient had a good outcome following the surgery.